Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited increased pacing threshold measurements and high, out-of-range pacing impedance measurements one day post-implant. An x-ray was performed and confirmed the lead was dislodged. During the revision procedure, this passive fix lead was explanted and an active fix lead was implanted successfully. No additional adverse patient effects were reported.